Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope -r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all images changed color during angulation. The anatomy of the patient was not visible. Another fuse c38s slim colonoscope -r was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). Block h6: device code 1304 captures the reportable event of center image lost. Block h10: a fuse c38s slim colonoscope - r was received for analysis. A functional evaluation was performed and found that the image flickers when the scope is angulated due to an internal wiring failure of the charged couple device (ccd) at the distal tip. The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported failure is due to an internal wiring failure of the ccd at the distal tip. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope -r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all images changed color during angulation. The anatomy of the patient was not visible. Another fuse c38s slim colonoscope -r was used to complete the procedure. There were no patient complications reported as a result of this event.